Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient presented with slightly reddened skin at the driveline exit site. Cultures were positive for corynebacterium striatum. On (B)(6) 2018, cultures were positive for corynebacterium xerosis. On (B)(6) 2018, reddened skin and greasy secretions at the driveline exit site were observed. Unspecified changes to the patient¿s medication were made. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.